Event description:
It was reported via repair work order that the foot end of bed would not raise or lower and stuck in partially elevated position due to malfunctioned coupler. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.